Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display.

Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure, the surgeon used our instrument to dissect the plane. After 20 minutes usage, he tried to use our instrument to seal a bleeding site near uterine artery at uterus side. After sealing, he removed the instrument; he found that the tissue was a bit sticky, so he used the rotation knob to rotate the instrument a bit to tear off the sticky tissue. He found that the positive electrode was fallen off. At the same time, he found a shiny white substance was fallen off from the jaw. He was trying to figure was it is, he though it may be tissue. But for safety, he try to grasp it out, however, the white substance could not be seen. After the case finished, he had to rinse the abdominal cavity by water and use suction to find out where is the white substance. Finally, he found that white substance is a thick, white plastic fallen off from the jaw